Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a low result for phosphorus for one patient generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was not reported outside the laboratory. The sample was rerun on two alternate instruments, which resulted within normal range and were reported out of the laboratory. Patient treatment was not affected by this event.

Manufacturer narrative:
Controls were in range before and after the incident. No system errors were noted. A field service engineer (fse) was dispatched on 10/21/2010 and replaced the phosphorus module stirrer motor and ran controls. The fse indicated that the failed stirrer was the old version, which was discarded.